Event description:
The customer reported to vyaire on (B)(6)2024 that a lung injury occurred while inhaling during a spirometry measurement. During a forced spirometry measurement for a nocion chronic cough study using the microgard ii filter, the test patient felt like she had inhaled something from the device. As a result, the patient had to cough and the voice became unusual and irritated. A doctor examined her throat and listened to her lungs and suggested that she go to the ER for a CT scan because he believed that she had a tracheal tear. A CT scan showed that she did have a tracheal tear. A surgeon was consulted and after two days of observation, it was determined that she would not need surgery. After two days the test patient was discharged from the hospital. The site coordinator conducting the test inspected the machine and all devices that were attached but did not observe anything unusual.

Manufacturer narrative:
On (B)(6)2025 the affected filter and another sealed filter from the same lot arrived and were investigated by a product manager. A visual examination was performed and no abnormalities were detected. In addition, a test was performed in which compressed air was passed through the filter to detect small defects in the filter fleece. This test also could not confirm any damages on the filter. Further tests will be performed and further information is requested from the customer to identify the cause of this event. A follow up report will be submitted as soon as further information is available. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.